Event description:
Per the clinic, the patient experienced recurrent swelling at the implant bed and an infection (site of infection not confirmed). Subsequently, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the patient developed an infection at implant site.